Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure using a 6f sheath. Reportedly, there was difficulty inserting the device (going in and out) into the anatomy when the catheter sheath (black portion) came off the metallic guide tube. A surgical cut-down was performed to remove the separated portion. Nothing was left in the patient. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported guide break was confirmed. The reported difficult to insert and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables, high angle of insertion. Excessive downward force, or aggressive downward or torsional pressure likely caused the guide to break which led to the subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information received: d4 - model # . Correction: h6: medical device problem code 1562 removed; 1069 added.